Event description:
It was reported that a patient underwent a sacrocolpopexy procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced a migration of the mesh. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent.